Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to the lesion however the shaft of the device broke 50cm from the hub. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. Tactile inspection and visual inspection was performed. The balloon was loosely folded, with contrast on the balloon. The hypotube shaft was broken 45cm from the strain relief. The fractured faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts revealed numerous kinks. Inspection of the corewire presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to the lesion; however, the shaft of the device broke 50cm from the hub. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.